Manufacturer narrative:
The device is expected to return for testing and investigation, but has not been received.

Event description:
The event involved an arterial transpac® IV monitoring kit that was intact when primed. As the anesthetist was putting on dressings, it was then noted that there was blood backtracking up the line to a point near a connection that had snapped off. The location was reported to have occurred at an arterial line just past the sampling port. A sample picture was provided by the customer. After review of the customer provided image, the report of snapping off occurred at a bonded site located on the pressure tubing and winged female luer. There was no adverse outcome reported for the patient.

Manufacturer narrative:
One used, partial set, list # 011-46115-14, arterial transpac® IV monitoring kit; lot # 3521598 was received for testing and evaluation. The reported complaint of a tubing disconnection was confirmed. As received, the monitoring kit was missing an 11" length of arterial tubing, which was separated from the rest of the set. It appears that sufficient uv adhesive was present in the female luer. The cause of the tubing separation cannot be determined without the tubing returned for examination. A DHR review was completed and no non-conformances were noted that would have contributed to the reported complaint.